Event description:
On (B) (6) 2010, the lay user/patient's in-home nurse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting an unspecified error message. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that the alleged error message began to appear on the afternoon of (B) (6) 2010. The patient claims she tests 2x/day and manages her diabetes with metformin (500mg, 2 pills a day) and actos (15mg, 1 pill a day). The patient denied making any changes to her diabetes management as a result of the alleged issue. Prior to when the alleged error message appeared, the patient stated she had last tested her blood glucose with the subject meter that morning and obtained a reading below "150 mg/dl." That afternoon she attempted to test (as usual); however, was unable to get a reading as a result of the alleged error message. At an unspecified time after the alleged issue started, the patient claimed that she "blacked out" and a friend contacted emergency services when she found her. The patient stated that her blood glucose was "28 mg/dl" when tested with the ems meter and was treated with IV glucose before being taken to the emergency room. The patient confirmed her blood glucose was also tested in the ER; however, she did not recall what the result was. The patient stated she was given something to eat while in the ER and later that day released. The patient denied making any changes to her diet, activity level, or diabetes management prior to "blacking out." At the time of troubleshooting, the cca noted that the patient threw out the subject meter prior to calling lfs and therefore, was unable to confirm or troubleshoot the alleged error message. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.